Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file captured backup battery fault alarms on (B)(6) 2026 per timestamps. These alarms correlated to load test conditions and did not prevent the pump from operating as intended throughout the data. The system controller (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the backup battery fault alarm was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. The serial number of the system controller was not provided. The heartmate ii lvas instructions for use (section 7 ¿alarms and troubleshooting¿) and the heartmate ii patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with backup battery fault conditions. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing backup battery faults frequently over the past year and more. Initially, it was to have cleared with the completion of a self-test, but since summer of 2025, the patient had needed a new 11v battery, which were issued outside of the 36-month rotation and was said to have received replacements in (B)(6) 2025 and again in (B)(6) 2025 (B)(6). The backup battery fault recurred in (B)(6) 2026 and initially resolved when the patient plugged into the power module (pm), despite education to remain on battery power. It was said to have recurred again and has been persistent for the past week and more. The prior alarm resolved on (B)(6) 2026. The patient has had a known internal driveline fracture and had a driveline repair up to velour in the past. The patient has also been issued a new pocket controller in (B)(6) 2023 (b)4). The emergency backup battery (ebb) faults were said to no be related to the driveline. It was recommended to replace the system controller.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.